Manufacturer narrative:
(B)(4). Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Pump passed the self test. Unable to perform displacement test due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing retainer. Successfully downloaded history files and traces using thus. The test guardian link transmitter communicated properly to the pump. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿ test p-cap was unable to lock properly into reservoir compartment during testing. The following were noted during visual inspection: partially broken reservoir tube lip, missing reservoir tube o-ring, missing retainer ring, cracked select button keypad overlay, missing display window cover, scratched case and minor scratched lcd window. In summary, pump passed all required testing. No com pump to the transmitter was not confirmed. Cosmetic damage found on the pump case. Unable to perform displacement test due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the flashlight of the transmitter was unable to be checked and no communication with the insulin pump. The insulin pump gave no devices found alarm. No further details were given. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product was returned for analysis.